Manufacturer narrative:
Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Additional product pro code: qon.

Event description:
It was reported that there was back pain at the ins site. The patient reports tenderness above and to the left of the implant and states that it radiates to the sacrum. There is constant pressure on the back but denies stabbing shocking pain. The patient states that they are not helped with pain medication. The decision was then made to explant the device.

Event description:
It was reported that there was back pain at the ins site. The patient reports tenderness above and to the left of the implant and states that it radiates to the sacrum. There is constant pressure on the back but denies stabbing shocking pain. The patient states that they are not helped with pain medication. The decision was then made to explant the device.

Manufacturer narrative:
Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Additional product pro code: qon.